Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular (rv) lead was over-sensing noise. The patient was asymptomatic. Programming changes were made and the patient was in stable condition.

Event description:
Additional information received indicated the patient presented in clinic due to inappropriate shocks. The inappropriate shocks were received due to over-sensed noise noted on the right ventricular (rv) lead. The rv lead was capped and a new rv lead was successfully implanted on (B)(6) 2023. The patient was stable throughout the procedure.